Manufacturer narrative:
Updated: device evaluated by MFR.,method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood and contrast in the balloon and lumen. The device was soaked in a water bath for 2 weeks. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole burst in the balloon material, 9 mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the device inflated at 26 atmospheres which is above the rated burst pressure. The nc emerge dfu states: "do not exceed the balloon rated burst pressure.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous right coronary artery (rca). A 3.25mm x8mm nc emerge balloon catheter was advanced for post-dilatation. However, during the third inflation at 26 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous right coronary artery (rca). A 3.25mm x8mm nc emerge balloon catheter was advanced for post-dilatation. However, during the third inflation at 26 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.